Manufacturer narrative:
A steris service technician made repairs to the sterilizer, tested the unit and confirmed it to be operating properly. The technician returned the sterilizer to service and no additional issues have been reported.

Event description:
The user facility reported that an employee was adjusting a rack within their amsco 400 sterilizer and the guide that holds the rack in place detached subsequently causing the employee to obtain a burn to their elbow. It is unknown if the employee sought or received medical treatment.

Manufacturer narrative:
A steris service technician inspected the amsco 400 sterilizer and found screws that hold the metal guide plate inside the sterilizer chamber to be missing. The unit has been removed from service and is pending repairs. A follow-up report will be submitted when additional information becomes available.